Manufacturer narrative:
(H3) pending evaluation (d10) concomitant device(s): 7267078 02-022-35-3509 - truliant tib imp ps insert sz 3.5 9mm, 7056117 02-020-11-0235 - truliant ps cem fem ps cem left sz 3.5, 7143106 02-022-45-3525 - truliant tib fit tray cem sz 3.5f / 2.5t, a179589 200-07-32 - advanced patella 32mm 3 peg implant, a226430 201-78-15 - holding pin mini sharp point 4 pk, a136805 201-78-81 - 3" trocar, mod. Hex 2pk, a247151 201-78-81 - 3" trocar, mod. Hex 2pk, s363958 521-78-23 - threaded pin size 2.3 collared 2pk, s381506 521-78-23 - threaded pin size 2.3 collared 2pk.

Event description:
Approximately 1.5 years after initial left tka, the patient was revised due to pain and stiffness. The patient was not revised to exactech devices. The surgeon used zimmer for the revision. The event was not related to the breakage of a device. The event did not lead to a surgical delay/prolongation. Patient was last known to be in stable condition following the event.